Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The device involved was received for evaluation. A volumetrics run of 41.7ml/hr and 250ml (5 hours 59 minutes) tested in specification at 253ml or 102% of expected volume. Furthermore, the pump's operational log was reviewed and there were no indications that the pump malfunctioned. Based on the results of the investigation, the pump operated as intended. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The device involved has not been received for evaluation, and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As per reported by the user facility: an IV infusion of potassium phosphate infused in 1.5 hours instead of 6 hours. The pump was evaluated by the facility's biomedical engineering and no issues were found. They also reviewed reports and logs and the pump appears to have been programmed appropriately. They are requesting the pump be evaluated by b. Braun medical. There was no harm to the patient.